Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypad stopped working and button error occurred. Insulin pump was completely dead and also time was advanced. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for an alleged the keypad anomaly/button error. Pump passed displacement test and selftest. No button error alarm during testing and no unlocked j2/lcd keypad connector. All button keypad functioning properly noted. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date and time of alarm due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip and cracked lcd window. Not confirmed keypad unresponsive/button error alarm. Unit passed required testing.